Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patients serious adverse events of cardiac arrest and death, while undergoing ccpd therapy. Despite the patients known cardiac history, the definitive cause of the patients cardiac arrest and death are unknown; therefore, causality cannot be established. However, the pdrn reported the events were unrelated to the patients utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. The absence of causality, timeline of events, death certificate, esrd death notification, treatment data and a manufacturer evaluation of the suspect device, impeded a more in-depth investigation. Therefore, the liberty select cycler cannot be disassociated from the serious adverse events.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient expired while connected to the cycler. Additional information was obtained during follow-up with the patient's pd registered nurse (pdrn). The pdrn confirmed the patient expired on (B)(6) 2020 due to cardiac arrest, cause unknown. The patient had a known cardiac history and was under the care of a cardiologist. Additionally, the patient was recovering from hip surgery. The pdrn stated the patients contact reported there were no treatment issues. The patient reportedly arose from bed around 6:00 am, used the restroom, and spoke to their spouse briefly before returning to bed. The patients treatment would continue until completion at approximately 9:00 am. It was not uncommon for the patient to stay in bed most of the morning. So, when the patient did not come down for lunch, someone went to check on them and discovered they had expired. 911 was called, however cardiopulmonary resuscitative (CPR) measures were not attempted, as it was apparent the patient had expired several hours prior. The patient was pronounced at home and taken directly to the funeral home (no autopsy was performed). The pdrn reviewed the patients treatment record and found no alarms or issues occurred during the patients last pd treatment. The pdrn stated the events were unrelated to the patients utilization of any fresenius device(s), drug(s) and/or product(s). Additional information (e.g., esrd death notification, complete medication list, death certificate, treatment data) was requested, however the patients electronic record was closed due to their expiration. The pdrn stated the status of the patients liberty select cycler return is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.